Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was malfunctioning. The customer reported that the insulin pump was making noise during bolus. The customer's blood glucose was unknown at the time of incident. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed functional testing. The pump was programmed with multiple boluses and was monitored. No strange noise was noted during the bolus delivery. No bolus anomaly was noted. The motor was inspected and no anomaly was noted. The pump had cracked battery tube threads.